Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedance which caused the patient to experience inadequate stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted implantable pulse generator (ipg) was disposed by the facility.

Manufacturer narrative:
Sc-2218-50 sn (B)(6) the returned spinal cord stimulator (scs) lead was analyze. It was revelad that thru visual and x-ray inspection of the lead, that all cables were completely broken at the bent/kinked location of the lead. The allegation of lead damage has been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik anchor. Therefore, the probable cause selected is cause traced to component failure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five days prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6). Batch: 592822 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedance which caused the patient to experience inadequate stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted implantable pulse generator (ipg) was disposed by the facility.